Event description:
I immediately had pain with the insertion of the essure coils. I began to have terrible abdominal pains and experienced vomiting. Between 2010 and 2013 I was diagnosed with arthritis, pruritus, swollen lymph nodes, migraines, and pcos. I was tested for lupus, my hair began to fall out, I developed bruises for an unknown reasons, I was put on medication for my debilitating migraines, a pituitary tumor was found in 2012, and I lived with daily sharp stabbing pains in my abdomen and lower back. In 2013, I was sent for an ultrasound of my abdomen and it was found that both coils had migrated down my tunes and perforated my tubes. It was also found that I was suffering from an allergic reaction to the nickel. My lymph nodes were swollen due to my body rejecting the horrible foreign object in my body. My life and health was completely deteriorating. I had surgery to remove the migrated coils on (B)(6) 2014. The left coil was found to have not "released" in my tube the way it should have. It was very tiny and not a long coil like in my right tube. There were no coils showing where my tube and uterus meet like stated in my medical report from the dr. Who placed them. This device should not be allowed in anymore women. It is dangerous. By (B)(6) 2014 by joint pain was gone, the majority of my lymph nodes are not swollen anymore and my abdominal and back pain is gone. That is proof right there that the essure coils are poisonous to a person's body.